Event description:
Please confirm how the fault was identified? Flushing the line. Please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? Leak identified while flushing line. Please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? No observable defects. Please confirm what substance was being infused during the time of the event? Saline.

Manufacturer narrative:
Additional information in section b, d and h (device manufacture date). Investigation result: one 11426965-04 sample was received without packaging for investigation; residual fluid was present in the line and no connecting product was available to aid the investigation. The customer reported that "3 x failure (leakage) from administration set". As part of the investigation, the customer provided a photograph of the affected sample and analysis confirmed that a separation of the y-site occurred. Visual inspection of the returned sample confirmed that the separation occurred at the downstream joint of the forth y-site. A closer inspection also identified that no obvious signs of residual adhesive were present at the affected tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. Following a review of the manufacturing process, their analysis confirmed that the separation is most likely to have been caused by an insufficient amount of solvent having been applied to the tubing during the assembly process. This is a manually performed assembly step and is likely to have occurred due to human error. A lot number was not provided as part of the investigation; however, a review of the laser ID from the smartsite component confirmed a possible lot number to be 23115427. A review of the production records for lot 23115427 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In order to reduce the likelihood of operator error, the production personnel have been informed of this feedback to ensure that they are following the correct assembly process. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 11426965-04 product over the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set leaked. The following information was provided by the initial reporter: 3 x failure (leakage) from administration set # (B)(4). Additional information received from the customer: please confirm how the fault was identified? By local biomeds please confirm when the fault was identified during priming or during infusion. If during infusion, how long into the infusion? On inspection before use and at periodic checking please confirm if there is any visible damage on the set ¿ such as cracks, flashes or deformation of the piston? Visible cracks on upper hinge please confirm what substance was being infused during the time of the event? Nil.